Manufacturer narrative:
(Report source): (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two exalt model d single-use duodenoscopes used during the same procedure. Refer to manufacturer report number (MFR. Report #) 3005099803-2021-01009 for the first exalt model d single-use duodenoscope and MFR. Report # (B)(4) for the second exalt model d single-use duodenoscope. It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. The patient had a medical history of ampullary adenoma and prior gastrointestinal surgical/upper endoscopic procedures (native major papilla). The ercp was done for an ampullary adenoma. It was planned to do a snare resection of the adenoma. The case was started by performing a diagnostic ercp using wire-guided access. The physician was able to successfully cannulate the pancreatic duct but was unsuccessful in cannulating the bile duct. The physician then removed all guidewires and performed a snare ampullectomy. Very shortly after successfully completing the snare excision, the endoscopy technician reached down to the base of the endoscopy tower to unplug the patient's grounding pad from the electrosurgical generator. That act caused the water bottle connected to the hydra tubing to fall off of the cart and put traction on the air/water connector to the exalt d scope. This caused the connection to break away from the endoscope. The physician was about to instruct his staff not to unplug the scope so he could continue to visually monitor the resection site and the specimen despite the lack of functioning insufflation and irrigation, when his technician, in the process of trouble shooting the endoscope, unplugged it from the controller. When they plugged it back in, visualization would not return. As a result, the scope was removed from the patient (no accessories were still in the patient at this point) and replaced with a new exalt d duodenoscope. When the second scope was connected to the controller, an image was obtained, however, the physician noticed that water was "dripping" from 3 holes on the underside of the connector to the controller. This did not compromise the function of the scope. The physician was able to reintroduce the second duodenoscope into the patient and complete the procedure. This included gaining wire guided access to both the pancreatic and bile ducts and placing plastic stents into each. On (B)(6) 2021, the patient experienced acute pancreatitis. As a result, the patient was hospitalized on (B)(6) 2021, and discharged on (B)(6) 2021. The pancreatitis was reported to be resolved on (B)(6) 2021. The loss of visualization and the loss of air and water flow were not related to the acute pancreatitis. Both exalt scopes used during the procedure were reported to be possibly related to the patient's pancreatitis.